Event description:
A remstar plus c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the device was routed as scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.

Manufacturer narrative:
This report is being sent to correct our previous submission. The bad was updated to (B)(6) 2024.